Manufacturer narrative:
Document review: versafitcup cc trio shell cementless size 56: ref. 01.26.45.0056 / lot 140081 ((B)(4) cups produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) cups belonging to this lit have been already sold without any other similar incident. The issue was discussed with the surgeon and eh acknowledged that instead of removing and re-reaming before trying to seat the cup, he used more force combined with a heavy mallet. Unfortunately the cup did not gain the stability he had hoped for and it was finally revised. The event is highly likely not device related.

Event description:
Imp ref #(B)(4).